Manufacturer narrative:
Qn# (B)(4). The customer returned a single spring wire guide (swg) and lidstock for evaluation. The guide wire was observed to have one bend in its body. Microscopic examination confirmed both welds were present and were observed to be full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The bend in the guide wire was located 570 mm from the proximal end. The overall length of the guide wire measured 604 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.795 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars, 18ga introducer needle, and catheter to functionally test the guide wire. The guide wire passed through all components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire body had one bend in its body. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported having a critical patient who required central line access. The physician attempted in the bilateral groins and used three central line kits in the process. It is reported the guidewires were kinking and bending. When the guide wire was pulled back into the original casing it pulled to the side and kinked. The physician also reported difficulty advancing the wire and once in the vasculature the guidewire kinked and couldn't be removed through the lumen. Another physician (a general surgeon) was called in to make another attempt and gained access, put wire through, put catheter in, but couldn't pull wire. Device was removed in entirety. The physician was concerned about the wire breaking off in the patient. The wire did not break and it was confirmed with x-ray that there was no foreign body in the patient. The last attempt there were no issues noted with the guidewire. No patient injury or consequence was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported having a critical patient who required central line access. The physician attempted in the bilateral groins and used three central line kits in the process. It is reported the guidewires were kinking and bending. When the guide wire was pulled back into the original casing it pulled to the side and kinked. The physician also reported difficulty advancing the wire and once in the vasculature the guidewire kinked and couldn't be removed through the lumen. Another physician (a general surgeon) was called in to make another attempt and gained access, put wire through, put catheter in, but couldn't pull wire. Device was removed in entirety. The physician was concerned about the wire breaking off in the patient. The wire did not break and it was confirmed with x-ray that there was no foreign body in the patient. The last attempt there were no issues noted with the guidewire. No patient injury or consequence was reported. The patient's condition is reported as fine.